Manufacturer narrative:
Report 3003721894-2018-00065 is associated with argus case (B)(4), super poligrip free denture adhesive cream.

Event description:
Swallowing a lot of the product . Accidental device ingestion. It is making her feel sick ,sickness. Constantly having to reapply, device use error. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip free denture adhesive cream. On an unknown date, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), sickness, device use error and product complaint. On an unknown date, the outcome of the accidental device ingestion, sickness, device use error and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion and device use error to be related to super poligrip free denture adhesive cream. The reporter considered the sickness to be related to super poligrip free denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received on (B)(6) 2018. Consumer was calling in asking what she could do about her dentures not holding properly. She was swallowing a lot of the product and it was making her feel sick. Consumer was constantly having to reapply and she was swallowing a lot of the product. This had been making her feel sick. The action taken with super poligrip free denture adhesive cream was unknown.

Manufacturer narrative:
3003721894-2018-00065 is associated with argus case (B)(4), super poligrip free denture adhesive cream. No sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information was not available the complaint could not be substantiated. On the basis of the above this complaint was considered to be closed.

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a 68-year-old female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip free denture adhesive cream. On an unknown date, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), sickness, device use error and product complaint. On an unknown date, the outcome of the accidental device ingestion, sickness, device use error and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion and device use error to be related to super poligrip free denture adhesive cream. The reporter considered the sickness to be related to super poligrip free denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received on 26 february 2018. Consumer was calling in asking what she could do about her dentures not holding properly. She was swallowing a lot of the product and it was making her feel sick. Consumer was constantly having to reapply and she was swallowing a lot of the product. This had been making her feel sick. The action taken with super poligrip free denture adhesive cream was unknown. Follow-up information was received on 15 march 2018 from the quality assurance (qa) department regarding complaint number (B)(4) and lot number unknown. Quality investigation report included no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information was not available the complaint could not be substantiated. On the basis of the above this complaint was considered to be closed.